Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The health impact is not adequately described by any other term.

Event description:
It was reported that this right ventricular (rv) lead exhibited episodes with noise. Boston scientific technical services (ts) discussed episodes which appeared to be more diaphragmatic stimulation then lead fracture related. Thus, suggested to continue to monitor. As of this time, the lead remains in service. No adverse patient effects were reported.